Event description:
The pump had a blank display. The batteries were changed, but the display did not return. Instructed the customer to rest the pump for several hours. Suggested the customer to contact their doctor for injections while pump is resting. A few days later, the customer called back and stated that they were hospitalized for high bgs. It was indicated that the customer did not do well on a back up plan of manual injections. The customer denied performing further testing. A replacement pump was requested.